Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's current blood glucose is 588 mg/dl and in 250 to 300 mg/dl. The customer treated high blood glucose with syringe and bolus with the insulin pump. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report customer does not allege pump was under delivering. The customer was also reported that the air bubbles were present in the infusion set tubing. The insulin pump will not be returned for analysis.